Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was diabetic ketoacidosis. The caller stated that the customer had mini strokes and 2 open heart surgeries that may have led to the customer's passing. The customer¿s blood glucose was high at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The customer went into diabetic ketoacidosis during the night and was unresponsive the next morning. The caller stated that as far as they knew, the customer's pump did not fail. The caller declined to return the insulin pump for analysis as the pump was donated.